Manufacturer narrative:
On 1-jul-2020, it was found that incorrect date of implantation was reported on the previous report. The correct date of implantation is (B)(6) 2006. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains updated information for manufacturer¿s report number 1645337-2020-06838. Since the report number was inadvertently voided on our end, the manufacturer report number was created to submit additional information. On (B)(6) 2020, after a clinical review was completed on the file, it was found that the left-sided device was found to be intact upon explantation. The relevant field has been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected deflation. Manufacturer's reference number: (B)(4).

Event description:
This report contains updated information for manufacturer¿s report number 1645337-2020-06838. Since the report number was inadvertently voided on our end, the manufacturer report number was created to submit additional information. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate profile prostheses and experienced right-sided deflation and capsular contracture (grade unknown), and left-sided anisomastia postoperatively. The patient noticed that her right breast implant was deflated spontaneously and requested to proceed with a bilateral implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses ( catalog #: 3504001bc , left serial #:(B)(4), right serial #:(B)(4) on (B)(6) 2020. Upon explantation, the left-sided device was found to be intact. This report is for the left-sided prosthesis.